Event description:
It was reported that during a pci procedure, deflation difficulties were experienced. This express2 monorail balloon was inflated twice to 12 atms for 30 seconds in the distal lad and deflated without incident. The physician then dilated the 2nd diagonal branch using a ottimo soro balloon catheter. After that, the express2 monorail was post dilated using the express2 monorail delivery balloon that had be re-wrapped. The physician was unable to deflate the balloon. The physician tried to break the balloon using a conquest guide wire, however, this was unsuccessful. The balloon was deflated after approx two minutes. Pt status is listed as "good".

Manufacturer narrative:
The device has not been returned for analysis as of this date.